Event description:
It was reported that during an acromioplasty procedure the surgeon stepped on the footswitch oscillate button and activated the shaver hand piece normally. When surgeon took his foot the button, the handpiece continued to oscillate, and the blade had to be removed from the pt while still running. There were no reported injuries to the pt and the case was completed normally.